Manufacturer narrative:
Concomitant product(s): a 5076-52, implanted (B)(6) 2017. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the system was removed due to endocarditis. No further patient complications have been reported as a result of this event.